Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A definitive root cause was not identified. Based on the available information, the investigation determined that no problems were identified with the cv-180 video system center and the event was likely caused by non-olympus equipment.

Manufacturer narrative:
Upon troubleshooting, the user facility isolated the cause of the problem to a non-olympus monitor and verified that the olympus, cv-180 video system center was functioning as expected. The cv-180 was not returned to olympus for evaluation. The user facility replaced the monitor to resolve the problem. The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost during a colonoscopy procedure. The intended procedure was completed using the same device with a reported delay in procedure of approximately 2 minutes. There was no patient injury, associated with the problem, reported to olympus.